Manufacturer narrative:
The autopulse platform associated with this complaint will not be returned for evaluation. The customer had decided not to send the device for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.